Event description:
It was reported that during an endoscopic procedure the jaws of the device broke off inside the pt. The procedure was converted to open to retrieve the jaws. The pt is fine. The procedure was completed with additional suture.

Manufacturer narrative:
Date sent: 06/25/2007. Info was not provided by the intitial contact. Info anticipated, but unavailable at this time.